Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the this lv lead was unsuccessfully implanted due to an unknown product performance issue. This lead was never in service. No adverse patient effects were reported.